Event description:
It was reported a patient's atrial lead presented with over-sensing noise, addressed during a procedure on (B)(6) 2023. During the procedure, an insulation anomaly was noted. The physician repaired the insulation during the same operation to restore normal parameters. Post-procedure the patient was stable.